Event description:
The customer reported the subject device had poor water supply and separation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material was clogging the nozzle. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found that due to the clogged nozzle, the air/water functions were out of specification. Due to wear of the angle wire, the bending angle in the up direction was out of specification. Due to wear of the angle wire, the play in the up/down knob was out of specification. The adhesive on the rubber (a-rubber) had a crack, had a white-clouded area, and had a chip. The adhesive around the objective lens was peeled, and the light guide lens had a crack. Switch #3 had a scratch. The adhesive around the light guide lens had a white-clouded area. The control body cover (c-cover) had a dent. The connecting tube had a cut. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material clogged in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.